Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that patient services was assisting the caller in turning the stimulation on/off when the patietn had to go lay down. The caller stated that turning the therapy off and on "really zapped" the patient. Caller confirmed that they meant the patient's symptoms returned and they had to go lay down. The caller also stated they were seeing a "device not supported" warning message on their programmer. Caller said they had two programmers because they had a battery replacement due to normal battery depletion. Caller switched to other programmer and patient was able to sync ok, but they were in icon mode. The caller was assisted in switching to abc mode. There were no further complications reported.